Event description:
Additional information was received from the patient. The patient said they have a whole lot of urgency but can't go to the bathroom which happens several times during the day. Patient said they are having more bladder infections. Reviewed how to change programs. Patient was able to increase stim to a comfortable level.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that the patient wants to know if it is normal to feel like they need to urinate and they can't. The patient said at night they don't have a problem, but during the middle of the day they feel as though they have to pee very badly, and they feel like they aren't going to make it to the bathroom, but then they can't. The patient was redirected to their healthcare provider to further address the issue. The agent asked the patient if they had made any adjustments to stimulation. The patient stated that they had made adjustments a couple weeks ago and increased their stimulation. The patient was unable to make further adjustments as their external equipment was not charged. The patient will call back when they charge their equipment.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported that the implanted device/therapy did not cause or contribute to the patient's bladder infection. The hcp stated the device was intended to treat urgency frequency and overactive bladder. The hcp also reported that the patient had bladder infections prior to receiving the implant.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.